Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2021, during a clinical/secondary review it was noted that the some codes were inadvertently, or incorrectly reported. Hence, health effect - impact code surgical intervention and medical device problem code off-label use have been correctly added under field on this form. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4) coding under.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides on (B)(6) 2011. Two days later, the patient took off her bandages and discovered her right breast had a severe double bubble deformity and her areola was half the size in diameter than the one on the left. The patient had a revision procedure on (B)(6) 2011 with same implants. The patient was not expecting to have bandages on both sides. She later discovered he removed her implants from behind the muscle and place them over the muscle. Her left side (which was fine before) felt hot for a long time and then began to harden and it is like a rock (the patient has baker grade IV capsular contracture). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6) 2021, during a clinical/secondary review it was noted that the some codes were inadvertently, or incorrectly reported. Hence, health effect - impact code surgical intervention and medical device problem code off-label use have been correctly added under field on this form. This supplemental report is for the patient¿s left-sided device.